Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was on disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a communication failure. A technical support specialist dialed into the station and confirmed that the station was no longer in disconnected mode and was communicating properly. Upon checking the data synchronization logs, the station time was verified as correct. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.